Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels of 498 mg/dl at the time of the reported event. Reportedly, the customer stated that the pigtail, tubing and site were not filled prior to inserting the new site. Tandem technical services instructed the customer that the fill tubing on the infusion site and pigtail would need to be inserted before the new infusion-site. Customer acknowledged.